Event description:
The manufacturer received information regarding a rem auto a-flex sysone. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information related to a remstar auto a-flex device. The patient has previously allegedly passed away. There was no allegation of malfunction or that the device caused or contributed to the death. The device has not yet been returned to the manufacturer for evaluation. At this time, there is no patient information available; therefore, no good faith effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed.